Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years post implant of this bioprosthetic valve, it was explanted and replaced due to increased gradients. Echocardiogram revealed a mean gradient measuring 100 mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. It appeared to be distorted and oval in shape. The stent posts were found to be slightly deflected. All leaflets were observed stiff due to host tissue on the outflow. The free margin of all cusps, adjacent to the point of coaptation, appeared slightly stiff but flexible. Tears on the tunica of all cusps appeared to be associated with the removal of host tissue during explant. All commissures appeared intact. Traces of pannus were observed on the inflow edge of the sewing ring. A remnant of pannus remains attached to the top of the non-coronary left stent post, over the top, and to the non-coronary left commissural area and attachment. Thus remnant partially adhered to the free margins of both cusps, showing possible restricted leaflet motion. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan to brown thrombotic appearing host tissue was found to have filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the pannus overgrowth on the inflow could have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve causing the high gradient. Distortion of the annular ring can restrict the leaflets from fully opening and potentially causing the high gradient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.